Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received a power error alarm. The customer¿s blood glucose was 300 mg/dl, however declined to troubleshoot. Troubleshooting steps were provided for a power error alarm. The customer also performed a self-test and it did pass. Advised to monitor the pump and call back if needed. The insulin pump will not be returned for analysis.